Event description:
It was reported by the customer that bd pyxis¿ es server was not receiving the patient information. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 24-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation, a technical support specialist (tss) stated that the issue had been resolved on its own and confirmed that everything was working. The tss confirmed the same with the customer. The system functioned as intended after the issue was resolved.